Event description:
A malfunction with the code "malf 0" was reported in sweden by rubin medical ab. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump with a new one and coordinated the return of the faulty device. No additional information was provided.